Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve loading fluoroscopy check confirmed a good load. At 80% deployment, the valve appeared too high and was fully recaptured. No pre-implant balloon dilatation was performed per the implanting physician preference. When the valve was being recaptured, the way the valve was closing suggested an infold was created possibly due to heavily calcified leaflet. The valve was redeployed in a deeper position and the infold was confirmed. The valve was recaptured and retrieved from the patient. A new valve was loaded with a new delivery catheter system (dcs) and deployed in a satisfactory position on the first attempt. The patient was stable throughout the procedure.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012122858); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.